Event description:
It was reported that during a hemi-arthroplasty of the shoulder, the cable became stuck in the cable tensioning device. The surgeon was able to cut the cable with difficulty, and use another tensioner to complete the procedure. There was no further problem, but the procedure was extended by 20 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that the tensioner was returned with cable stuck in it. The tensioner was tested using a tension test machine. The test proved that the tensioner was within specification. No signs of any damage or visual nonconformities were observed. Based on the specifications at the time of the original manufacturing, and the evaluation performed, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.